Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The complaint is reported as: "the joint between the valve and the resuscitator body is not the proper one, and in the moment to make the pressure to send the flow to the patient the valve is loose from the connection." The issue was detected during incoming inspection.